Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient was not hearing the g5 mobile application low alerts. No additional patient or event information is available. Data download log was provided by the patient and reviewed for evaluation on 10/17/2016, finding the patient received an audio alert at 14:01 and acknowledge the alert at 14:04. The 15 min snooze setting passed and alerted again at 14:21, the pt's smart device mute was turned on and no audio was played as a result. . Complaint for no audio alerts on the g5 mobile application was confirmed. The root cause was determined to be patient misuse/error.